Event description:
It was reported that the unit stopped working while the patient was using it. There was no back up available but no delays reported, and it is unknown how was the problem solved. No patient harm was reported.